Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had suddenly powered off and would not turn back on. The customer stated that the screen was completely black and that the issue occurred while they were preparing to load medications. The customer also mentioned that there was an issue with a drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device had no power and the screen was black. The field service engineer (fse) replaced the station power cable. After the replacement, the station powered on normally with no hardware errors. The fse then initiated the power subsystem test via the hardware test application (hta) to ensure that no electrical damage had occurred. The test passed with no issues. The system functioned after the field service engineer repaired the device.